Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact on the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.